Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and found that the device under infused with an error percentage of -7.0048%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate assembly out of adjustment. The pressure plate assembly requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed preventive maintenance flow rate testing, high, in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.